Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013, the surgeon performed a total hip replacement (left) and open reduction plus internal fixation of periprosthetic fracture of the proximal femur on a patient. Reportedly the patient was implanted with a wide straight lcp plate, four 1.7 mm cables and four 4.5mm lcp positioning pins. The procedure was completed without complications reported. The following day, while reviewing the implants and instruments used during the surgery, it was noted that the cable system used was titanium. Subsequently, this generated a mixture of materials, steel and titanium during the surgery. No further information was provided. This is 2 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. During a review of the device history records, the following issue was noted: investigation showed that this material was ordered to a revision in effect prior to the release of dco (B)(4), and the referenced dco dispositioned material ordered to the old specification use-as-is. This nonconformance is not relevant to the complaint condition. There are no other issues during the manufacture of the product that would contribute to this complaint condition.